Event description:
It was reported that that "a patient was revised further to the fracture of the vitallium rod. Breakage of the vitallium rod occurred where the rod is the most curved (lumbar and sacral). Patient was revised with an arthrodesis at 360 degrees."

Manufacturer narrative:
Method: device not returned; results: no device was received back, so testing and inspection could not be performed. However, it was confirmed that the devices were implanted for 18-24 months. It was stated in the event description that arthrodesis had occurred, which means that fusion was present. As these devices are only meant to support until fusion occurs, it can be seen that the device functioned as intended. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It was reported that that "a patient was revised further to the fracture of the vitallium rod. Breakage of the vitallium rod occurred where the rod is the most curved (lumbar and sacral). Patient was revised with an arthrodesis at 360 degrees."